Manufacturer narrative:
Product analysis #288766404: equipment used: vis m-81805, 203cm ruler m-83360, pin gauges m-84081, m-84082. As found condition (condition of returned device): the concerto implant coil was returned for analysis within a sealed plastic pouch, returned within individual concerto implant coil outer cartons, returned within individual concerto implant coil inner pouches. Damage location details: the concerto implant coil was returned within the introducer sheath which was found to be applied correctly with the wavelock facing towards the proximal end. The actuator interface was found to be broken with the release wire pulled. The pushwire was found to be bent at 66.4cm from the proximal end. However, the pushwire was also found to be bent within introducer sheath at 12.7cm from the distal end. The concerto coil was found to be detached from the pushwire within the introducer sheath. No other anomalies were observed. Testing/analysis (including sem reports): the concerto implant coil tip od (outer diameter) was measured to be .0108¿ which was found to be within specification (specification .0112¿ +.0010¿/-.0020¿). The introducer sheath ID (inner diameter) which was measured to be .0185¿ (0.47mm) which was found to be within specification (specification 0.47mm +0.03mm/-0.00mm). Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was unable to be confirmed. No reported information about the devices being prepare per IFU. Therefore, improper preparation cannot be ruled out as a possible cause for resistance. Other possible causes for resistance are, but not limited to concerto implant coil became damaged during preparation, or due to an improper hubbing technique (over tightening of the rhv). Regarding the damage found with the pushwire (bends and breaks) damage can occur if the device is advanced against resistance or due to handling. However, the root cause for resistance could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there were issues with detaching the coil in the microcatheter. It was reported coil resistance/stuck in sheath occurred. It is unknown if the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was noted the patient's blood flow was unknown and vessel tortuosity was unknown. No patient symptoms or further complications were reported as a result of this event.